Event description:
It was observed that during the device evaluation, the adhesive around the objective lens of the flex deflectable videoscope was peeled and there were scratches observed on the metal tip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined for the malfunctions identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.